Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approximately 13 months after the procedure. It was reported via trial that on (B)(6)2008, the patient underwent stenting in the predilated proximal left anterior descending artery with one xience v stent. On (B)(6)2009, the patient experienced chest pain and a positive stress test. A diagnostic coronary angiography found severe-in-stent restenosis. On (B)(6)2009, the patient underwent coronary artery bypass graft surgery in the target vessel and target lesion. The patient's condition resolved on (B)(6)2009, and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.